Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during preparation a hair was noticed inside the sealed peg kit. The customer reported that half of the hair was seen within the packaging and half of the hair was coming out through the seal. No visible damage was noticed to the packaging of the device. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the packaged device revealed a hair to have been caught in the tray/ lid seal during the sealing process. Approximately 4.5 centimeters of hair was within the seal and approximately 12 centimeters was found to be dangling outside the seal. Customer had marked contaminated area of package with a black marker. The condition of the returned unit was consistent with the complaint incident that there was a hair in the tray seal. The hair had been caught in between the tray and lid during the sealing process. Therefore, the most probable root cause is manufacturing. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 12747919.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during preparation a hair was noticed inside the sealed peg kit. The customer reported that half of the hair was seen within the packaging and half of the hair was coming out through the seal. No visible damage was noticed to the packaging of the device. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.